Event description:
Used clean care plus hydraglyde in contacts in appropriate container; soaked for 8 hours. Upon placing in eyes, eyes burned, vision blurred, contacts needed to be removed, extensive burning, eye swelling. This lasts hours. There is something wrong with the neutralizing disc, no way to know if it didn't neutralize the solution or when the disk is not effective anymore. This happens several times/month. There needs to be an indicator identifying if the solution has neutralized before putting contacts in eyes. Tired of having repeated episodes of this burning, swelling. For contact cleaning.